Event description:
It was reported that a patient had experienced ventricular ectopy. The lead, which had previously been capped, was extracted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found no anomalies.